Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 117 mg/dl. The customer was advised to revert to a medically prescribed back-up plan. No products were shipped or returned as the pump was out of warranty; an out of warranty letter will be sent to the customer by post and mail.